Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a chest x-ray revealed that the lead was fractured. The patient would be checked at her next follow up.